Manufacturer narrative:
(B)(4).

Event description:
The medical professional reported that she was talking with the patient who said he was having issues such as sleep disturbances, gagging with stimulation, pain with swallowing, constant pain in throat, and increased seizures. No further relevant information has been received to date.